Event description:
A us distributor returned a monitor was displaying a service code 204 and was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204 and damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the canh wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.